Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant the lead could not be secured in the device. The following day a pacing anomaly was observed. The device and the lead were explanted and replaced. Patient condition was good.